Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic after a home monitoring alert for high, out of range, lead impedance. There were no other electrical anomalies. Patient will be followed normally.